Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was loose and needed tightening to resolve the haze/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a ¿vapor¿ or haze emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture date correction from 3/1/2008 to 3/28/2008. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/vapor issue and system risk analysis (sra). Trending analysis of the haze/vapor issue was reviewed from october 2017 to april 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the haze/vapor issue. The assignable cause of the haze/vapor issue is a loose oil mist filter. The field service engineer tightened/adjusted the part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device manufacture date correction from 3/28/2008 to 3/1/2008. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).